Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not used or recharged his ipg in approximately a year. As such, the patient is unable to establish communication between the ipg and external devices. Surgical intervention may be planned to address the issue.